Event description:
It was reported to philips that the device won't turn on. There was no reported patient or user involvement and no adverse patient/user impact. One power pca was returned for failure analysis. The reported problem was verified and isolated to the f6-f7 fuse as it was found open.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device won't turn on. There was no reported patient or user involvement and no adverse patient/user impact.